Event description:
It was reported that the patient's atrial lead warning triggered and the polarity switched. The unipolar impedance was greater than bipolar impedance. Records indicate that the lead remains in use. No patient complications have been reported as a result of this event. Further information revealed that the lead appeared to have an insulation break and will be monitored.

Event description:
It was reported that the patient's atrial lead warning triggered and the polarity switched. The unipolar impedance was greater than bipolar impedance. Records indicate that the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.